Manufacturer narrative:
(B)(4). Device was returned to zimmer biomet for review. The visual inspection of the sizing handle confirmed that the handle had broken. This device is used for treatment. A complaint search for the sizing plate handle found no additional complaints against the part and lot combination. The lot# 62702782 was manufactured on may 13, 2014 and has therefore been in the field for about 1.5 years. It is unknown for how many times the device is being used. Corrective and preventive actions were previously put in place to prevent further recurrence, including a redesign of the product. The reported device manufacture date is prior to actions taken. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the instrument broke under normal use.